Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0236951v, implanted: (B)(6) 2003, product type lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6)2003, product type: programmer, patient. Product ID: 3888-33, lot# j0313993v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3888-33, lot# j0313993v, implanted: (B)(6) 2003, product type: lead. Product ID: 3888-33, lot# j0236951v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient stated that he had not turned his therapy on for the past 4-5 years because it did not work. When the patient turned the device on it shocked him. Patient needed an MRI for his neck and shoulder. Patient had 3 disks in his neck that were going out and he was almost bed ridden he was in so much pain. It was noted that this was unrelated to his pain stimulation therapy. Patient does not use his pain stimulation device. The patient needed the MRI to diagnose current health issues. Patient was going to contact a healthcare professional about removing device so he could have MRI. Additional information requested but had not been received as of the date of this report